Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when opening the sterile package, the flexible sheath was detached from the barrel of the device. A second device was introduced into the patient's right common femoral artery. The sheath of that device became separated from the barrel at the market port level. The complete device was extracted from the artery. A third prostar xl device was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1: part #12322-02, lot #930326h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. (B)(4):

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the needles, sutures and coiled suture lumens were not returned. The sheath was found detached from the crimp ring. No abnormal observation was found that could have contributed to the reported event. Based on the investigation findings, the root cause could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. The daily lot testing for the sheath-ring-guide-crimp joint tensile strength was confirmed to have been within specification.